Event description:
The user facility reported a 73-year-old male in acute myocardial infarction (ami) and cardiogenic shock (cgs) was implanted with an impella cp device for mechanical circulatory support via the right femoral artery. The patient additionally had ECMO support via the limb. The team explanted the impella cp and found thrombosis to the limb as well as concerns for compartment syndrome and had a right lower extremity fasciotomy performed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
Since the original report was filed the investigation has concluded. No impella product was returned for any benchtop analysis. Only the clinical report was evaluated. The root cause of the bleed and was patient movement and the cause of the limb ischemia was patient condition.